Event description:
Additional information received indicated that "urine clean catch results" showed "enterococcus" however, the patient was "not symptomatic" so no additional treatment was administered. The event was considered resolved/recovered with no sequelae on (B)(6) 2014. There were no further patient complications reported as a result of this event.

Event description:
It was reported that following the implantation of an elevate anterior graft the patient presented with a moderate urinary tract infection. Medication was administered on (B)(6) 2014. The event was considered not recovered/not resolved (continuing) as of (B)(6) 2014 and additional medication was administered. There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated the event was considered resolved/recovered with no sequelae on (B)(6) 2014. The reason the date was changed to (B)(6) 2014, "since a urine cx showed ,10,000cfu/ml which is a negative urine." Please know "she was asymptomatic as of the np [nurse practitioner] conversation on (B)(6) 2014." There were no further patient complications reported as a result of this event.